Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of questionable inr results for 2 patients tested on a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. From the data provided only the inr results for 1 patient were reportable. The meter result was 6.2 inr and at 5 pm the laboratory result was 4.74 inr. The results were within minutes of each other. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer's meter and test strips were requested for return.